Event description:
It was reported that customer experienced unspecified battery issues. There was no reported impact to the customer¿s blood glucose level. Customer declined to troubleshoot the issue with tandem technical support, therefore no additional information was obtained.